Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
I am contacting you to report a defect in 2 of your products for (B)(6) (02): product description: syringes 3 pieces luer-lock 30 ml. Reference: (B)(4). Lot number: 2404009. Description of the problem: graduations erased.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos and physical samples were provided to our quality team for investigation. Through visual inspection, a portion of the scale is observed to be missing from the barrel, verifying the reported incident. A device history review was performed for reported lot 2404009, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Six retained samples of the reported lot were used for additional evaluation. All syringes were inspected and all scales were verified to be complete and properly printed on the barrel. While we cannot identify a direct issue, this incident likely occurred during the marking process, due to an issue with the ink or patters that transfer the ink to the barrel. Based on all the preventive measures and our stringent in-process inspection plan, we believe that this should be an isolated issue with unlikely reoccurrence. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.